Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. The device will not inflate or deflate the cylinders regardless of troubleshooting techniques by the physician. A surgical procedure was performed during which an aneurysm of left cylinder, towards the proximal end was found; consequently, the ipp was removed and replaced. No patient complications were reported.